Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (wires exposed) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief. The root cause for the strained cable could not be positively identified. There is no indication that the strained cable caused or contributed to an adverse event as the device was able to detect and treat vf rhythm on the date of the event. Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received an appropriate treatment. The device was started up at 15:35:10 on (B)(6) 2024. At 11:37:26 on (B)(6) 2024, an arrhythmia was detected. ECG shows af @ 60 bpm degrading to vt/vf with varying amplitudes. At 11:38:17, the patient received the appropriate treatment. Rhythm at the time of treatment was vf with varying amplitudes and motion artifact. Post shock rhythm was asystole with intermittent cardiac activity and CPR/motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The device was shut down at 11:40:35 on (B)(6) 2024.